Event description:
Same problem as every body else that had tmj implant. Implanted wrist implant in rptr's tmj 4/9/84 and implanted another co's implant in 1986, both taken out in 1990. Rptr has back implants and dermal graft on both sides, 8 surgeries in all. (Also see 1005147.)